Event description:
It was reported that the 8300 had error 9-100-1318. There was no patient involvement.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Root cause: the probable cause of the device 8300 had error 9-100-1318 was due to wrong version installed. The tech support recommended to install asm version 12 instead of asm v12.3.

Manufacturer narrative:
Omit: a20 - installation-related problem (2965), c1603 - installation problem identified, d1101 - failure to follow instructions. Additional information: imdrf annex a ,c and d codes. Correction: manufacturer narrative. Bd technical support troubleshoot with customer over the phone. Root cause: the probable cause of the device 8300 had error code 9-100-1318 was due to software incompatibility. Tech support recommended to update asm version 12 instead of asm v12.3. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the 8300 had error 9-100-1318. There was no patient involvement.